Event description:
I purchased the fasciablaster in (B)(6) 2016, receiving it late (B)(6) 2016. I used it as directed in the inventors private (B)(6) group, (B)(6) videos and tutorials. I sustained severe bruising and significant swelling while using the fasciablaster. I quit using the device for unrelated reasons in (B)(6) 2016. Within a few months of quitting using the device, I realized that I now had a lot of cellulite that I never had prior. I have extremely loose skin on my thighs. I can lift the skin on my quadriceps with my hands. I have crepe skin. I gained ten pounds while using the blaster even though I had no change in diet or exercise. The weight has still not come off. While using the blaster, I noticed a significant increase in my anxiety levels. I have suffered from anxiety and panic disorder for more than 13 years. For the first time in my life, I had to be prescribed wellbutrin 150 mg in addition to my regular 20 mg daily fluoxetine. My fluoxetine eventually had to be increased to 40 mg a day. I cannot concretely say that the fasciablaster caused my increase in anxiety, but the time frame leads me to believe they are related. I included the date of my problem as (B)(6) 2017. I don't have an exact date that the problems actually occurred, but this is around the time I noticed the effects the blaster had on my body.